Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, when the set screw for the left ventricular (lv) lead was tightened, there was no clicking noise heard from the torque wrench. An attempt to unscrew the set screw was unsuccessful, even with a new wrench kit. The lv lead was inserted correctly and it could not be removed; however, the parameters on the lead were acceptable so the physician elected to leave the device implanted. No patient complications have been reported as a result of this event.